Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mgk006 batch number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Additional evaluation summary: twenty-eight samples of product code pdp325, lot mgk006 were returned for evaluation. During the visual inspection, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no suture breakage was found and the tested samples met the finished goods requirements.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. It was reported that the suture broke close to the needle. An alternative product was used to complete the procedure. There were no patient consequence and no delay of the procedure,